Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed that lens did not come out from the injector in the right way, the lens was on a roll. The procedure completed with another lens. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located at mid-nozzle. The leading haptic was extended. The trailing haptic was misfolded under the optic along the left of the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger underride was observed. This was most likely interpreted as the complaint. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. Follow up was attempted for more information. Information in the file indicated that the customer does not want contacted. The manufacturer internal reference number is: (B)(4).